Event description:
The user reported that during an interventional procedure the 0.018 wire and 6f sheath were inserted into the radial artery w/o complication. Upon advancing the 0.035 guide wire with the 6f catheter, the wire would not advance. The clinician had difficulty advancing the wire and catheter despite administering vasodilators. The clinician decided to remove the sheath, the 0.018 wire and dilator were then reinserted w/o complication. When the sheath was removed from the radial artery, part of the sheath remained in the pt. A vascular surgeon performed a cut down procedure to remove the remaining fragment from the pts brachial artery. Pt is reported to be doing fine. No add'l report of harm or injury.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The user did not specify if this was the initial use of the device. The eval is in process. A f/u report will be submitted when the eval has been completed.